Manufacturer narrative:
He returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks, at this time there is not enough information to confirm if these where appropriate or not. Also, this device was unable to be interrogated since it was found to be at end of life (eol). It was also noted that a non boston scientific sq lead had dislodged and coiled up into the pocket. A lead revision was performed and defibrillation threshold (dft) test on this lead was not successful for several attempts. A new non boston scientific sq lead was implanted successfully. This device was explanted due to normal battery depletion (nbd).